Event description:
It was reported that the patients ICD had displayed an alert that a device reset had occurred during a routine device check. Device was explanted. No further information is available.

Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory and was due to a parity error. The device was tested using automated test equipment, and no anomaly was found. The cause of the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.